Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4: batch # 891a73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 891a73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information was requested, and the following was obtained: 1. Please provide more details for "stapler didn't fire well"? Yes. 2. Where within the gap setting scale was the orange indicator prior to firing? Yes. 3. What confirmation was received that the device was fully fired? Yes. 4. Did the device staple? Yes. 5. Was the staple line complete? No. 6. Were there any staples missing from the staple line? No. 7. What was the shape of the staples (b-formation, irregular, legs straight)? Information not available. 8. Were the staples deployed into the tissue? Not completely. 9. Were the staples seen in the surgical field? Information not available. 10. Did the device cut? Yes. 11. Was the cut line fully circumferential around the target tissue? Information not available. 12. If the device fully cut, were both tissue donuts present? No. 13. If the device fully cut, were both donuts complete? No. 14. How many counter-clockwise revolutions were used to open the device? 2 full. 15. How was it confirmed that the anvil was free from the tissue prior to removing? Rotated 90 degrees in both directions. 16. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. 18. Who fired the device? Surgeon. 19. Who removed the device? Surgeon. 20. Was the safety reset prior to removal? Yes. 21. What was the users experience with the device? Worried about the post op results. The lot# 994a77 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "stapler didn't fire well"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler didn't fire well washer didn't break. There were no patient consequences.